Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Maximum diameter 4 mm, dome height 6 mm, dome width 8 mm and neck size 2 mm. Parent artery diameter distal to aneurysm was 5 mm. Parent artery diameter proximal to aneurysm was 5 mm. Complete stasis and neck coverage was noted at the end of the procedure. Post implant aneurysm occlusion (B)(6) at the end of the procedure was class 1. The access vessel was the radial right. Rist was used. The study device was successfully implanted in the subject. Wall apposition was achieved. Side branches were not covered by the pipeline. No device flattening or twisting was reported. Ancillary devices: guidewire, to improve wall apposition, primary guide catheter rist radial access 071, primary microcatheter medtronic phenom 027

Event description:
Additional information received reported that the cause of the event was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported it was adjudicated the event was not related to procedure, device, or antiplatelet treatment.